Event description:
New information notes that the device was explanted and the patient condition was fine before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient presented to the clinic for a routine follow-up, and remaining device longevity was noted to be less than three months. The device will be explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. It was noted that on (B)(6) 2016, the estimated longevity was 4.1 years until eri with a battery voltage of 2.57v. Yesterday, the estimated longevity was 1.5 years until eri with a battery voltage of 2.54v. An overestimate of the longevity from march check due to inclusion of the duration of the mid-life plateau was discussed. A currently report estimated remaining longevity would be approximately 10-14 months until eri. Patient will be monitored with routine follow up.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The longevity estimate given to the field by the programmer was incorrect. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.